Event description:
Following mechanical thrombectomy and angioplasty, the stent was uneventfully placed to treat the basilar artery (ba) occlusion. However, the stent was not able to fully open the ba and decreased blood flow caused in-stent thrombosis. Reopro 8 mg was infused in the proximal ba but the stent remained thrombosed. Recanalization was unsuccessful and the ba remained completely occluded. Family decided to put the patient on a comfort care only and four days post procedure, the patient died.

Manufacturer narrative:
The device remained implanted.

Event description:
Following mechanical thrombectomy and angioplasty, the stent was uneventfully placed to treat the basilar artery (ba) occlusion. However, the stent was not able to fully open the ba and decreased blood flow caused in-stent thrombosis. Reopro 8 mg was infused in the proximal ba but the stent remained thrombosed. Recanalization was unsuccessful and the ba remained completely occluded. Family decided to put the patient on a comfort care only and four days post procedure, the patient died.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted and was not available for analysis. . From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.